Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information from a consumer in the USA of peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day due to the event. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering. Therapy with dianeal and extraneal was withdrawn on an unreported date. The nurse stated that the event of peritonitis was not related to dianeal and extraneal therapies. ((B)(6) 2011): follow-up information was received from a consumer and a nurse. On (B)(6) 2011, the patient's pd transfer set was changed during her clinic visit. The nurse reported that during that visit environmental issues, further described as some type of room contamination, occurred while the transfer set was changed. The nurse clarified and confirmed that on (B)(6) 2011 the patient went to the emergency room (ER) and was admitted to the hospital on the date previously reported, due to peritonitis manifested by severe abdominal pain and a wbc (white blood cell) count of 5500 (units not reported). On unreported dates during hospitalization, the patient's pd catheter was removed, therapy with dianeal was withdrawn, and the patient was permanently switched to hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis with culture positive for pseudomonas aeruginosa. The nurse stated that the event of peritonitis with culture positive for pseudomonas aeruginosa was related to the environmental issues / room contamination, and was not related to dianeal and extraneal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers and there were no exceptions noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample was unavailable.

Manufacturer narrative:
(B)(4). Product surveillance contacted facility and spoke with peritoneal dialysis (pd) nurse. The patient has recovered from the peritonitis. This patient is still on hemodialysis therapy. The nurse was unable to provide the product information for this transfer set. No further information was given at this time. Should additional information become available, a follow-up report will be submitted.